Event description:
The customer reported the blower stops running and will not restart during extended self testing. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date: (B)(6) 2015. MFR received date: 10/27/2015 conclusion / root cause: the reported complaint of blower failed to start up during test was not duplicated. No fault was found on the returned blower motor controller. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the blower stops running and will not restart during extended self testing. There was no patient involvement.